Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before changing a transfer set, a doctor found that the tip protector of a new transfer set was loose. It was not off, but not closed completely. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification which identified the cap not fully seated onto the connector. Functional testing performed included leak testing, clear passage test, and clamp function testing. All functional testing passed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.